Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the surface of the bending rubber and insertion tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of the malfunction, a definitive root cause could not be established and type of foreign material could not be determined. The event is detectable/preventable by handling the device in accordance with the following IFU: fu states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.